Event description:
As it was reported by the legal department via email, a pt had a cypher stent implanted in the right coronary artery in 2003, after having an abnormal thallium stress test which showed inferior wall ischemia. Post stenting, the pt was prescribed plavix for 3 months. Approx five months post index procedure, the pt suffered thrombosis at the site of the stent, which led to myocardial infarction and death six months later.

Manufacturer narrative:
Please note that medical records were received for this case. A new conclusion has been completed to encompass additional details regarding this case. (B)(4). Information contained in a legal file indicated that a (B)(6) male patient experienced stent thrombosis resulting in myocardial infarction and death five months after having a cypher coronary artery stent implanted. The patient's medical history extracted from the medical records received include: severe cad, diagnosed with massive overweight, previous pci, high cholesterol, hypertension and smoker. The indication for the index procedure was an abnormal thallium stress test showing inferior wall ischemia. A coronary angiography performed showed normal left ventricle, mild occlusion of 40% in the left anterior descending artery (lad), minimal luminal irregularities in the left circumflex artery and 70% stenosis in the mid right coronary artery (rca). Pci was conducted later the same week to treat the rca lesion. The patient had a cypher stent implanted in the right coronary artery. The patient was prescribed plavix for three months post stent implantation. Approximately five months after the implant, the patient passed out while driving and was emergently hospitalized. The admitting diagnoses include acute inferior myocardial infarction, cardiogenic shock and ventricular tachycardia. The patient had many episodes of ventricular tachycardia and had to be shocked many times and resuscitated, placed on vasopressor support and taken to the catheterization laboratory. A balloon pump was placed and multiple attempts to reopen a totally occluded proximal rca failed. Left ventriculography shows hypokinesis of the inferior wall and ejection fraction of 45%. The patient was subsequently taken to the operating room for surgery. Along with the rca occlusion, the patient was found to have 60% stenosis in the proximal lad, 80% ostial stenosis in the proximal obtuse marginal artery (om). Therefore, saphenous venous grafts were performed to the rca, lad and om. The patient was transferred to the intensive care unit in very critical condition. There is no information in the medical records received regarding the patient's death. It is not known if an autopsy was performed. The product remains implanted in the patient and is thus not available for evaluation. A review of the manufacturing records could not be conducted without a lot number. Stent thrombosis, myocardial infarction and cardiac arrhythmias are known potential adverse events associated with implanting coronary artery stents. Discontinuation of antiplatelet therapy may cause thrombus formation. Thrombus formation decreases the amount of blood flow to the cardiac muscle which may induce cardiac arrhythmias and mi. Review of the information provided suggests that there are risk factors in the patient's medical history and pharmacological factors that may have contributed to these events. No corrective or preventive action will be taken at this time because there has been no specific root cause identified that can be attributed to either the product design, raw materials used or the manufacturing process.

Manufacturer narrative:
Info contained in a legal file indicated that a pt experienced stent thrombosis and myocardial infarction after having a coronary artery stent implanted. The pt's medical history has not been provided. The indication for the procedure was an abnormal thallium stress test showing inferior wall ischemia. The pt had a cypher stent implanted in the right coronary artery. The pt was prescribed plavix for three months post stent implantation. Approx five months after the implant, the pt experienced a thrombotic event resulting in a myocardial infarction and death. The sterile lot number for the device is unk therefore a device history report review could not be conducted. Stent thrombosis and myocardial infarction are known potential adverse events associated with implanting coronary artery stents. With the limited info provided, it is not possible to determine what factors may have contributed to the reported event.